Manufacturer narrative:
During failure analysis, the device ran on its own without activation. The probable cause of the failure was attributed to corrosion damage to the low motor assembly. The device was repaired and returned to the customer.

Event description:
The micro sagittal saw was sent in for eval because, it was running on its own without activation. The event occurred during a routine maintenance testing. No adverse consequence was associated with the event.